Manufacturer narrative:
Sus voluntary event report: mw5098515 was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that premature battery depletion was observed. The device was explanted and replaced. No patient consequences were noted.